Event description:
I used an equate flexible fabric antibacterial bandage on my stomach, after administering a subcutaneous injection that I do weekly. After about 12 hours, the area started feeling itchy and I removed the bandage, finding that it was adhered to my skin. The removal left a burn/wound in the shape of the bandage on my skin that took several weeks to heal. The scar is still visible 1 month after using the bandage. I thought that maybe it was just my own reaction to the bandage, but I gave one to a friend to use as well, and they had a similar reaction but removed it sooner to avoid as bad of a wound.